Event description:
It was reported that prior to a myosure procedure for uterine tissue removal, the physician reported he perforated the uterus with the myosure hysteroscope. The perforation was not confirmed visually but the fluid deficit very quickly jumped to 1217 cc. The aquilex fluid management system was being used and the distension media was normal saline. The procedure was aborted. No treatment was needed and the patient was discharged home.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the myosure hysteroscope. There were no reworks or observations noted at time of manufacture. No relationship can be established between DHR and current complaint. According to the instructions for use (IFU) warnings: uterine perforation can result in possible injury to bowel, bladder, major blood vessels, and ureter. Precautions: to avoid perforation, do not use the scope tip as a probe and exercise caution when the scope is being inserted through the cervix and when the scope tip is near the uterine wall. (B)(4).